Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports her programs are not working and she is experiencing pain. Troubleshooting and reprogramming were unable to resolve the issue. Lead diagnostics revealed multiple high impedances. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the lead. The patient is receiving effective stimulation..